Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the pin went in fine after helping it down, the device closed fine, fired fine, and divided rectum fine. Nothing unusual was noticed. Later a palpated rectal stump was seen prior to introducing the circular stapler. It was noted that the stump was open, with exception of 10mm which had been successfully closed. The surgeon could not detect staples in remaining 20mm of the rectal wall. The surgeon tried to restaple and then fashion a pursestring. Then he tried to hand sew. All attempts to create an anastomosis were unsuccessful. The pt received a permanent colostomy instead of an anastomosis.